Event description:
Event: occluded limb successfully treated with a wall stent. Event narrative: the pt was originally implanted in 2002. 2 months later, the pt presented with an occluded left limb. Access was achieved via endovascular approach and wall stents were implanted in both limbs. The outcome was successful.